Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change out procedure, the leads were not pacing in bipolar mode. It was further reported that the patient was switched to unipolar mode and the leads were pacing "ok." Both leads are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device change out procedure, the leads were not pacing in bipolar mode. It was further reported that the patient was switched to unipolar mode and the leads were pacing "ok." Both leads are still in use. No patient complications have been reported as a result of this event. It was subsequently reported that it was the ventricular, not the atrial, lead that was not pacing in bipolar mode.

Manufacturer narrative:
Asku